Event description:
Subsequent information indicates that the device was interrogated the following day after implant and displayed appropriate magnet behavior. A save to disk was sent in for review. The device had no resets or memory errors. The hardware register for the magnetic reed switch was off which indicated no magnet was present at the time of the memory download. It appeared that the magnet function was currently working properly. It is unknown why it was stuck on as reported previously. The local field representative reported that the magnet feature will be left on as no further issue has been identified. There were no adverse patient effects reported.

Event description:
Boston scientific received information that after this pacemaker was implanted and the pocket was closed, the device was re-interrogate. At that time, the device began to pace at an asynchronous magnet rate of 100 paces per minute, although, no magnet was present. The local field representative turned the magnet mode to off which returned the device to normal programming. The physician elected to leave the device implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.